Event description:
It was reported that the patient experienced a loss of therapeutic effect following exposure to electromagnetic interference from an MRI machine about a year ago. The patient felt a shocking sensation when she entered the MRI room before she went into the machine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3093-28, lot#: v184883, implanted: 2009 (B)(6), explanted: na. Extension: model 3095-10, serial#: (B)(4), implanted: 2009 (B)(6), explanted: na. Programmer: model 3031a, serial#: (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had had a lot of problems. It was noted the patient could not make it to the bathroom. It was reported the patient programmer showed only the battery status of the programmer.